Event description:
Discordant, falsely low calcium (ca) results were obtained for three patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher than the initial results. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample 1 mixer and probe and sample 3 mixer. The cse then ran a quick check and precision tests for calcium. The cse also ran quality controls, which were within acceptable ranges. The cause of discordant falsely low ca results is unknown. The instrument is performing as per the specifications. No further evaluation of this device is required.